Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "defib fault 78" message and did not charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.